Manufacturer narrative:
The investigation into the reported ventricle perforation has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed the cause of the ventricle perforation was use related and was related to the insertion technique and handling of the peel-away sheath. In addition, there was not proper fixation. The failure modes will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The medical center in japan had an impella 5.5 placed for a post operative patient who had undergone aortic arch replacement surgery and was in shock. The team had added 5.5 support and va ECMO. During the support the team did not fix the pump appropriately and the pump was "loosely fixed" and the team additionally did not peel away the sheath correctly per abiomed IFU. There was an left ventricle (lv) perforation that may or may not have been caused by the impella pump moving out of ideal position.

Manufacturer narrative:
The medical center in japan has not returned for analysis or benchtop testing. The product was discarded at the time of explant with bridge to transplant. The team has asked for further clinical details which should help determine causality of the lv perforation. Should more information be shared and root cause be determined, a final report will be forthcoming. The failure mode will be monitored and trended.